Event description:
An outbound call was made to the customer, and the customer reported experiencing high blood glucose levels. The customer stated that the insulin pump alarmed no delivery and was trying to troubleshoot for the issue. The customer also reported sensor reading discrepancies leading up to the high blood glucose event. The customer stated that the sensor reading had been 181 mg/dl, compared with the blood glucose of 156 mg/dl at that time. The customer's blood glucose rose to 328 mg/dl. The customer treated based on the bolus wizard's recommended treatment of 5.1 units of insulin and reported that the insulin pump alarmed a high blood glucose warning about 15 to 20 minutes leading up to the call. The customer's most recent blood glucose was 319 mg/dl. The customer did not observe any symptoms of high blood glucose. The customer was unable to describe any possible damage to the insulin pump's drive support cap. The call was disconnected due to multiple phone connection issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.